Event description:
It was reported that catheter shaft break occurred. The target lesion was located in an unspecified cardiac vessel. Following the insertion of an unspecified guide wire, a 20mm x 4.00mm nc quantum apex balloon catheter was selected for use but prior to inserting the device, the catheter had "snapped" and broke mid shaft. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).